Event description:
It was reported that during an unknown procedure, the device would not fire. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # a9cz2y. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, the instrument was noted to be empty and locked out. No functional testing could be performed due to the instrument being empty, however it is known from the history of the device that jaw disengaged condition may lead to would not fire. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.